Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, as the malfunction code was resettable. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction code recurred.